Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system displays the error message ' an error has occurred that may have damaged the system's integrity. Please restart the o-arm and mvs.' This error occurred after they had successfully completed and assigned a system geo calibration file. There was no patient present when this issue was identified. Field systems engineer was able to resolved the issue by signing the geocal configuration files. No further issues were reported. A software investigation was also completed. This investigation found that this was a user initiated behavior. Imaging system's software was functioning as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system displays the error message ' an error has occurred that may have damaged the system's integrity. Please restart the o-arm and mvs.' This error occurred after they had successfully completed and assigned a system geo calibration file. There was no patient present when this issue was identified.